Event description:
The customer reported that the system would not produce a fluoroscopic image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage terminals were cleaned and regreased and the sbc battery was replaced. The system was tested and found to be working as intended and put back into service.